Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the one of the sensors lost contact. The customer's father also reported that the other sensor had insertion issues and never started properly. The customer's blood glucose was 16 mmol/l at the time of incident. The sensor will not be returned for analysis.